Event description:
It was reported that while inserting the intraocular lens into the patient's eye, vitreous came into the chamber. A vitrectomy was performed and an anterior chamber lens used. The account reported there was no patient injury.

Manufacturer narrative:
The lens was not received for analysis. In follow-up with the account it was learned the lens did not cause this event. As it was being inserted the patient's capsular bag tore, leaking vitreous. The lens was discarded at the surgery center and not returned to the manufacturer for analysis. Date of event is unknown. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.